Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced infection, inflammation and edema in the scrotum. The physician believes it was caused by the patient returning to work too early under unsanitary conditions. A surgical procedure was performed, during which the existing ipp was removed and replaced with a new malleable device. Subsequently, the patient was treated with antibiotics. There were no further patient complications and no device issues reported.

Manufacturer narrative:
The device was not available for analysis; therefore, no physical or visual analysis of the product could be performed. The device instructions for use (IFU) was reviewed. The patient symptoms of infection, inflammation and edema were found to be listed in the IFU. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced infection, inflammation and edema in the scrotum with this inflatable penile prosthesis (ipp). The physician believes it was caused because the patient returned to work too early, where unsanitary conditions are in place. A surgical procedure was performed, during which the existing ipp was removed and replaced with a new malleable device. Subsequently, the patient was treated with antibiotics. There were no further patient complications and no device issues reported.